Event description:
A malfunction occurred on the customer's pump, but no notable events were reported before the issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. Technical support advised the customer to continue using the pump and to report any further malfunctions if they occur.